Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and non-capture at maximum output, possibly due to fracture. The lead was capped but not replaced due to left side occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4092 implantable pacing lead: (B)(6) 2006.

Event description:
It was later reported that the lead was partially removed due to infection and a small segment of the lead tip broke off and remains in the patient's atrium.

Manufacturer narrative:
(B)(4).